Event description:
Additional information received reported that after the resistance, the blood clot was aspirated again and the operation was completed. The patient's vessel tortuosity was moderate-severe. A continuous flush had been administered and maintained as indicated in the IFU. There was no kink/damage to the catheter, but the solitaire pushwire was kinked in the proximal segment. The tip of the solitaire sheath had been secured in the hub of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire ab encountered resistance in the react's distal end during retrieval. React71 was used as support for the intracranial vascular stent sab4-20. The microcatheter reached the target vessel on the micro-guidewire. Later, when pulling back during the thrombus removal process, it was found that the stent was stuck in the react71, making it unable to be pulled back, causing the stent to be kinked. Then all pathways were pulled out of the body. The surgeon said that there were quality problems with the stent and no charges were made. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event. The patient was undergoing thrombectomy for posterior circulation large artery occlusion. It was noted the patient's vessel tortuosity was severe. Stroke onset to reperfusion time was 6 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.